Manufacturer narrative:
Other applicable components are: product ID neu_label_acc, product type: accessory.

Event description:
The patient reported that they still had to catheterize, and were not able to void. They experienced a return on symptoms on (B)(6) 2016. It was indicated that there was a loss of stimulation. It was noted that the patient tried to use the programmer, but it would not work. When the batteries were replaced, the patient saw a poor communication screen. Patient services helped the patient use the programmer with the antenna, and they were able to sync and adjust stimulation like normal. The patient was able to adjust stimulation to 1.2v on program 4 and could feel comfortable stimulation. It was also reported that the patient was not given an identification card.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.